Manufacturer narrative:
The session records were reviewed and it was determined that the device entered ble lockout due to an interaction with the mymerlin application. There is no device malfunction suspected and the device is performing as intended.

Event description:
It was reported that a patient presented with loss of bluetooth low energy telemetry noted on the patient's implantable cardioverter defibrillator. No intervention or adverse patient consequences were reported.